Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit : patient complained of muscles spasms and pain. Anterolateral incision with hematoma was identified. Patient underwent irrigation and debriment procedure. Inr was high - 5.4. Subcutaneous seroma with bleeding was identified. Patient underwent another irrigation and debriment procedure with clot extraction and placement of wound vac. Left hip revision performed. Cultures were positive. Access to femur was difficult due to increased swelling and additional unplanned procedure was performed to remove the stem. The head, liner, and stem were removed. No other findings or complications were noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00425 head, 0001822565 - 2020 - 00426 liner, 0001822565 - 2020 - 00427 cup.

Event description:
It was reported patient is experiencing pain post implantation. Attempts were made to obtain additional information; however, none was available.